Event description:
It was reported that the insulin pump had a scratched display screen which made it difficult to read. The blood glucose reading was 178 mg/dl. The customer stated that the buttons were also "mushy" and not clicking properly. He noted that he was passing by when he caught the device on something, causing the damage. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at a reservoir tube window corner.